Manufacturer narrative:
The investigation was based on the reported event and enhanced information like correspondence, provided video clip of the device and hardware analysis. Onsite the dräger service technician did replace and return pba m48.3 and usd card set for investigation at the manufacturer site in lübeck. The investigation confirmed a persistent hardware malfunction of pba m48.3, so boot sequence and operation could not be executed properly. The deviation caused the ventilator to stop operation completely. As a result, the device opened the safety valve to ambient air and activated the secondary acoustic alarm system. The replacement of the affected part solved the problem. In case of a complete loss of function of the ventilator, the safety valve automatically opens to ambient allowing the patient for spontaneous breathing. The secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated in order to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. The replacement of pba m48.3 resolved the deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Device reported to have shut down while on a patient. The device alarmed and no patient harm reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer

Event description:
Device reported to have shut down while on a patient. The device alarmed and no patient harm reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
Device reported to have shut down while on a patient. The device alarmed and no patient harm reported.